Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass. The functional tests could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests, due to the display anomaly. No button error alarm could be verified due to the display anomaly. However, the insulin pump had corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that they were hospitalized for a high blood glucose level. The level at the time of the hospitalizations was 340mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. Pump also had a button error. The device is being returned. No further information available.